Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/9/2019. Device returned to manufacturer: yes. Device evaluation: the product was received at the manufacturing site in a little jar with liquid. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints related to production order number for the device revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 8/27/2018 and 11/29/2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 25.5 diopter intraocular lens (iol) was implanted on (B)(6) 2018 in the patient¿s left eye. The patient complained of blurred vision and difficulty driving at night. Additional information received confirmed an explant took place on (B)(6) 2018 and the replacement lens was 24.0 diopter iol. The surgeon stated there was nothing wrong with the lens, the issue was just a matter of a refractive miss probably due to biometry challenges due to the patient¿s prior refractive surgery. No additional information was provided.